Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the probe was used to perform urinary catheterization. The probe was clamped with hemostatic forceps during the procedure. When the procedure was completed and the removal of the probe was required, the balloon could not be emptied of its contents. The probe had to be cut upstream of where the forceps were placed in order to empty the contents of the balloon.

Manufacturer narrative:
The device history record (DHR) review showed the batch was manufactured as per the defined device master record. All acceptance criteria were met, and this batch was released meeting all the acceptance criteria. No sample was received for evaluation. The root cause for the reported condition could not be identified. No action plan will be taken. The complaint will be reopened if a sample is received. This complaint will be used for tracking and trending purposes.